Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39,lot# n327372, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger.

Event description:
The consumer reported coupling and or communication issues. The patient stated that since implant ((B)(6) 2012), they could not get more than 2 coupling boxes filled in. Patient stated that those 2 coupling boxes go away after a couple of minutes. The patient states she worked with a representative for almost an hour and they were not successful in getting more coupling boxes filled. Patient stated their healthcare professional (hcp) did not believe that the coupling issues were from surgery related causes (too deep pocket or swelling). The consumer reported that recharger antenna was directly on the skin. The patient was advised to put a layer of cotton such as an undergarment or t-shirt between the antenna and the implant site. Also advised patient to try using the spacer when it comes in the mail today. Caller reports coupling and or communication issues. Caller reports that they only get 2 coupling boxes. They reported that patient lays on antenna when recharging. It was reported that the patient met with manufacturer representative (rep) at the clinic and they were only able to get 2 boxes. Patient was in pain at the time so they gave up on troubleshooting at that point. The consumer reported coupling and or communication issues. Patient reported that she has had trouble charging with her device since she got device. She states she has only got 4 boxes one time. Pt received spacers and that didn't help. Additional information received reported that they still had concerns regarding their device or therapy but was working with their doctor or manufacturer representative. The appointment date was reported to be determined as they were recovering from a sinus infection. The manufacturer representative reported that the patient was trained and could demonstrate effective recharging. Impedance tests and reprogramming were performed. They were unsure of dates but impedances were normal and coverage was effective. Additional information received from the consumer reported a 376 error code on the implantable neurostimulator recharger (insr). It had always been difficult to charge and had been even more difficult to locate a good antenna position after having gained weight (15 lbs). The patient had been unable to charge. The patient's indications for use included non-malignant pain. Additional information received reported that they had issues recharging since implant. The healthcare professional (hcp) already told the patient that it was tilted but did not think it warranted a surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.